Event description:
Nurses opened packaging of b. Braun introcan safety IV catheters and observed droplets of a sticky substance on the needles. Multiple lot numbers and sizes of introcan safety IV catheters had the same sticky droplets. All nursing units checked their supplies. Problem was found on all nursing units and in central supply department.